Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant procedure of left ventricular (lv) lead the threshold was too high when the lead reached target vein. The lv lead was removed and replaced with another lead. A comparison of the use before date and implant date found the devicewas used after the use before date. No patient complications have been reported as a result of this event.